Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have the grip open ring dislodged at the proximal end. The set screw became dislodged from the grip ring, causing the grip ring to shift, furthermore affecting the operation of the instrument¿s jaws. The jaws would not open when attempted. In addition, the vse instrument was found to have a grip ring screw dislodged. The grip ring screw was found attached to the magnet inside the housing. As a result of the grip ring screw being dislodged the grip ring was dislodged. The instrument exhibited imprecise motion during gripping and un-gripping. The instrument passed the recognition and engagement tests. The grip tips moved within the joint limits and in the commanded direction, however a lag or delay in the motion that was observed. The jaws failed to close properly.

Event description:
It was reported during the da vinci assisted surgical procedure, the vessel sealer extend (vse) instrument stopped working with no error message. It was noted the instrument worked early in the procedure and once the vse instrument was replaced with a new vse instrument the issue was resolved. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument worked normally at first during the procedure. The mechanism stopped working but had power. The instrument would not seal and had no energy. There was no error generated and no audible tones as expected. There was no tissue that was cut that was not fully sealed. There was no bleeding observed.